Event description:
Procedure type: gastrectomy. According to the reporter: the staple line was found to be leaking the day after the initial procedure. The staple line/leakage was on the duodenum just before the common bile duct. The patient had to have the staple line oversewn the next day. There was no blood loss. The patient had an extended stay in the hospital to heal. The patient did not have an unusual anatomy.